Manufacturer narrative:
(B)(4). The customer reported the unit displays a red x and fails to boot up. There was no report of pt involvement. The unit was evaluated at philips and the reported system was verified. The processor pca was replaced to resolve the reported issue.

Event description:
The customer reported, the unit displays a red x and fails to boot up. There was no report of pt involvement.